Event description:
It was reported the distal tip migrated laterally but there was no change in the depth. It was noted that the migration actually put the lead in a better position.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# v510026, implanted: (B)(6) 2010, product type: lead. (B)(4).